Event description:
It is reported that according to pt, he went to the toilet and suddenly saw the catheter on the floor leaving surecuff inside his skin.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reve1083 showed no other similar product complaint(s) from this lot number.